Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker gets hot every so often. There was no sign of infection. Physician had no plan to do anything about this issue. Patient was stable.